Event description:
The hcp reported that the product had been near normal battery depletion; drainage was noted during explant and the device pocket (pouch), was cultured. The product was replaced; there had been no external signs or symptoms of an infection prior to device removal.

Manufacturer narrative:
Results of final device analysis show that no significant anomalies were detected. Findings from functional exam revealed output and telemetry were acceptable, the battery was assumed to be near normal end-of-life.